Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. The reported tissue injury (tear in the posterior leaflet) appears to be due to multiple troubleshooting maneuvers of the efaa. The unchanged mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip opening while establishing final arm angle and a tissue injury. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. During deployment steps, the clip opened to about 50-60 degrees while establishing final arm angle (efaa). Troubleshooting was performed: the clip was opened to about 90 degrees and was locked again. The clip failed efaa again. Another troubleshooting was performed: the clip was opened to about 120 degrees and was locked again. The clip passed efaa test. After deployment of the clip, a tear in the posterior leaflet was found directly on the clip. An attempt to place another clip, but due to high gradient, the clip was removed. After the leaflets were un-grasped and the clip was removed, the gradient returned to baseline. Mr remained at grade 4. No additional information was provided.